Event description:
It was additionally reported that the patient was a redo sternotomy and upon entry to the chest, a patent graft from a previous coronary artery bypass grafting (CABG) was damaged. The patient experiences a significant amount of blood loss and was emergently put on bypass. The patient had an extended procedure time and on pump time. The patient exited the operating room (or) on veno-arterial extracorporeal membrane oxygenation (va-ECMO) and received an abundant amount of blood products while in the or. Within 24 hours the patient had loss pulses to the lower extremity and had rising lactates. Vascular surgery was then consulted. The patient was taken back to the or with vascular surgery in an attempt to save the limb but was unsuccessful. The family eventually decided to withdraw care on the patient. The death was not considered a device related death and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiple organ failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.